Event description:
The customer reported that the insulin pump had a frozen display. The customer stated that the battery was changed and received a battery alarm. Instructed the customer to let the insulin pump rest for two hours. Advised the customer that a replacement of the insulin pump will be sent. Instructed the customer to discontinue use of the device and revert to back up plan. The customer stated that she was experiencing high blood glucose and was treated with manual injections. The blood glucose reading at time of call was 356mg/dl. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.